Event description:
It was reported by the customer that their insulin pump was alarming. Advised customer the alarm was due to the device being unable to detect the reservoir. Customer stated that during a set change and they are treating with manual insulin injections. Customer also stated that during the priming process, insulin is squirting out of the infusion set. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be recessed. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 136 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. Unable to verify prime due to motor error alarms. Insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads and minor scratches on display window. The motor was tested outside the device and passed.